Manufacturer narrative:
(B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center requesting assistance with therapy on the homechoice machine during fill 1. The hp stated that he did not get on the cycler empty. The hp stated he does a manual fill of 2000 ml during the day. The hp further stated his transfer set was closed, so he opened it and started the fill but was unsure if he was empty. The hp confirmed he was in fill 1 and the fill volume was 715 ml. The technical services representative (tsr) assisted the hp with a manual drain and explained that this would drain him empty. The tsr further advised the machine would then say 'stopped fill'. The hp confirmed he would press go to resume therapy. The hp further stated he would monitor the drain volume and resume therapy when drain completed. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report of the patient's transfer set incorrectly closed when trying to begin therapy was not confirmed. Based on the information obtained from baxter's investigation, the root cause of this use error was not determined. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A batch review will not be performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therapy resumed with actual product. A follow-up report will be submitted upon the completion of baxter's quality review.